Manufacturer narrative:
H6 - health effect clinical code: 4581 - astigmatism issues. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/0.5/173 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye on (B)(6) 2023 as a replacement lens. The surgeon reports there will be another icl exchange to take place to generate a new astigmatism and "combined with the comprehensive optometry after the first surgery, a new optimal degree should be selected". Lens remains implanted.